Event description:
Customer informed manufacturer sales rep that in 2004 a pt became disconnected from the ventilator. The breathing circuit was reported to have disconnected at the pt airway. The pt was discovered to be disconnected by a family member, who reported that the ventilator was alarming at the time of the disconnect. The pt went into full arrest, was coded and resuscitated. The pt was placed back on the ventilator. Follow-up eeg reportedly noted decreased brain activity. The customer switched the pt to another ventilator. The pt was later removed from ventilatory support and died.